Event description:
Manufacturing ref #: (B)(4).

Manufacturer narrative:
It was reported that the hospital wide air system dryer went down. This allowed an increased level of water/humidity to enter the anesthesia workstation and causing the reported problems. There is no information that suggests that the anesthesia workstation contributed to the reported event.

Event description:
It was reported that during patient treatment, the hospital staff noticed water on the floor under the anesthesia workstation so they pulled it from the patient and brought in a second unit to the same room. There was no patient harm. (B)(4).